Manufacturer narrative:
D4: the lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part number and lot number were not reported. The closure system was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part number and lot number were not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted because the part number and the lot number were not reported. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1506 was removed.

Manufacturer narrative:
Date of event is estimated. The device is not being returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a vessel puncture closure of a left common femoral vessel was attempted using a perclose device via a 7f sheath. Reportedly, an unspecified failure of the device occurred. Manual compression was performed for 30 minutes after the procedure. No additional information was provided.